Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 35m tendyne mitral valve lp was chosen for a procedure. During procedure, after the deployment of valve, the patient developed a variable left ventricular outflow tract (lvot) gradient (30-50mmmhg) that could not be mitigated by tension reduction. The physician decided to remove the valve. A tendyne gen ii retrieval system has been prepared by instructions for use (IFU). A good metal to metal and alignment achieved before starting to capture the valve. When rotating the retrieval knob, the valve started to enter into the sheath but then stopped despite retrieval knob rotations. The catheter buckling has been noticed and no pressure applied on the catheter by the physician during the retrieval. The retrieval has been removed and a new tendyne gen ii retrieval system has been prepared following IFU. A good metal to metal and alignment achieved but, extreme resistance noticed during the retrieval knob rotation and the knob was spinning back if hand removed from the wheel. The catheter showed severe bowing during valve retrieval. Finally, the valve has been retrieved. The patient hemodynamic was stable and patient awake the day after. The patient with the same mitral regurgitation (mr) as before the procedure. There was no delay in the procedure.

Manufacturer narrative:
An event of retraction problem was reported. Also reported that the catheter buckling was noticed with no pressure applied on the catheter during the retrieval. The device was returned to abbott, and the investigation found an inward fold at the tip of the sheath. The device met functional specifications, despite the inward fold at the tip of sheath. Cine review was performed at abbott, the imaging confirmed the lvot gradient and retrieval. No evidence on tee of any damage to the native mitral valve from the retrieval process. The cause of retraction problem could not be conclusively determined; however, the noted damage at the tip of sheath is consistent with damage during use. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.